Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) due to a high blood glucose level of over 800 mg/dl. The customer received a hyper alert. He was wearing his insulin pump at the time of hospitalization. The customer was treated with IV and manual injections. He was diagnosed with kidney failure and heart problems. The product was not returned. Nothing further to report.